Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date at the follow-up echo examination, aneurysm enlargement was confirmed. On (B)(6) 2021, a reintervention was performed. Although no endoleaks were identified, as a preventive treatment, stent-grafts were relined each within the right and left distal legs. The patient tolerated the procedure.